Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012741788 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issue. The steering mechanism and deflection test revealed the noise was heard from the handle when the knob is turning with friction. Dissection of the returned device revealed the gap between threaded slider and floater disk which caused a free rotation of the knob without turning the shaft. The product issue reported (maneuverability) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, aborted under general anesthesia cannot be assessed through data analysis. The sheath failed return inspection due to the gap between threaded slider and floater disk which caused a free rotation of the knob without turning the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a sheath was used for maneuvering. After multiple manipulations, the sheath was unable to maneuver inside the body, which prevented the ablation catheter from reaching the designated position. As a result, the procedure could not proceed as planned and was aborted. The patient was under general anesthesia. No patient complications have been reported as a result of this event.